Manufacturer narrative:
The t:slim x2 with biq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer was using apidra insulin within the pump supplies. A replacement pump was provided to resolve the issue. Customer¿s blood glucose level was 280 mg/dl.